Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer reports they were unable to clear the alarm. Customer stated they did receive a request to rewind pump. Customer able to complete rewind. Insulin pump was alarming at time of call. Assisted with clearing alarm. Customer stated that they were stuck into rewind. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The insulin pump will not be returned for analysis.